Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt lightheaded and experienced bradycardia and dizziness. It was noted that there was a confirmed fracture, intermittent loss of capture, and high impedances and thresholds on the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.